Event description:
While lying on a heating pad she was using for chronic back pain, she fell asleep and awoke to find that she suffered second and third degree burns to her back and buttocks. She was consuming narcotic pain medications at the time of the burn. The burns was complicated by infection and left her with moderate scarring and heat sensitivity.